Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (408mcg/day, 2,000mcg/ml) via an implantable infusion pump. The patient had medical history of spasticity-cerebral palsy. It was reported that the hcp could not aspirate cerebrospinal fluid (csf) from catheter in operationroom. The hcp went to remove the catheter and per hcp, the catheter ¿disintegrated¿ upon explant. He reported that part of the very distal portion of catheter remains in patient. The catheter was discarded and unknown length remains in patient. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved and patient status was alive with no injury at the time of the report. No further complication was reported.